Manufacturer narrative:
The system was serviced in the field and the bios was reset in the settings per the service manual. The computer booted back up. The system passed all tests and was performing as intended. (B)(4) are applicable to this analysis. Concomitant medical products: kit svc bi71000850 o-arm comp 554/3. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding an imaging system found during a planned maintenance. It was reported that after replacing the battery, the image acquisition station (ias) computer would no longer boot up. There was no patient present at the time of the event. 04/23/2020 (rep): no new information.